Event description:
During a veptr ii distraction procedure the surgeon inserted the ti rib hook and was distracting the device. The distractor broke across the lock and fractured the pt's rib. Surgeon removed the device and installed another rib hook and completed the procedure.

Manufacturer narrative:
Additional info has been requested, synthes is unable to provide the date of MFR without a lot number or device returned. The investigation could not be completed, no conclusion could be drawn, as no lot number was provided and no device was returned. The mfg records cannot be reviewed without a lot number.